Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the syringe was not full. No medical intervention was reported.

Event description:
It was reported that the syringe was not full. No medical intervention was reported.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the sample noted one opened meter drainage bag, 10cc water syringe (cg3076), inlet tube with sample port connector, temperature sensing foley with the tamper evident seal intact and an extra plastic bag, which were all covered in . It was noted that the syringe had no cover on the tip and was almost empty with the exception of a few droplets of fluid when the complainant had written that the syringe had 5ml initially. The volume of the syringe should be 9.0 cc -10.0 cc per procedure. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "tip cover came off during shipping or in processing". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."